Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D10 ¿ product received on (B)(6) 2019 investigation ¿ evaluation . A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The visual inspection of the complaint device showed that the coils were elongated. The anchor solder and both welds were intact. The portion of coil extending proximally from the weld was not elongated and contained a section of mandril. The mandril appeared to have separated from the distal end. The wire guide length was damaged out of specification. The coil outer diameter and mandril proximal end outer diameter were measured to be within specification, so the device cannot be confirmed to be manufactured out of specification. Additionally, a document-based investigation evaluation was performed. Lot 7886958 showed no related nonconformances. A software search revealed no other complaints under this lot number at the time of investigation. Since there are no related nonconformances and no other complaints from this lot, there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. A commonly observed cause of wire guide unraveling is withdrawing the wire guide through a needle. The customer reported that this was likely to have occurred. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On (B)(6) 2019, it was reported "the tech that was in the case is not 100% sure, but she believes that the wire was removed through the needle."

Manufacturer narrative:
Product code: dqx. Occupation: unknown. PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cope mandril wire guide was used during a tunneled central catheter placement. The physician reported resistance during removal of device and observed the outer coil separated from the wire. No segments of the device remained in patient and procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.